Event description:
It was reported that patient with this left ventricular (lv) lead experienced diaphragmatic stimulation which is present in all poles at capture threshold. This lv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that patient with this left ventricular (lv) lead experienced diaphragmatic stimulation which is present in all poles at capture threshold. This lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found an electrical short between conductors. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.